Event description:
Per an article in the acta otolaryngol it was reported that the facial nerve was injured during the cochleostomy and was reanimated using a sural nerve graft.

Manufacturer narrative:
(B)(4). Implanted device remains.